Event description:
It was reported that cardiosave occasionally, alarmed that the iab catheter was restricted during use. Inspection revealed a problem with the pim (power injection molding). No harm.

Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.